Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: thrombosis requiring surgical intervention. Device issue: none. It was reported that the mini vision stent was placed in the 1st diagonal in 2008, along with two other company's drug eluting stents; however, three days later, prior to discharge, the pt began having chest pain and EKG changes. The mini vision and the two drug eluting stents were found to have subacute thrombosis. The pt was sent to surgery and coronary artery bypass graft (CABG) was performed. Reportedly, the pt is doing fine. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Angina, EKG/ECG changes/arrhythmias, and thrombosis are pt effects listed in the mini vision risk assessment and instructions for use (IFU) and are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue; however, a conclusive root cause cannot be determined.